Event description:
It was reported that four probes failed to prime after acquiring one sample during two breast biopsy procedures. Each biopsy procedure was completed with a new probe. There was no report of pt injury associated with this event.

Manufacturer narrative:
The lot number has been provided, and the lot device history records have been reviewed. The lot met all release criteria. The sample was returned with no protective tubing on the needle tip. The stylet and cannula were in their initial positions (not primed). The sample was not primed, as the arrow could not be seen in the ready window. Loose particles could be heard within the device. It was noted that the tip of the needle was bent. It is unk when and/or how the bend occurred. There were no other visual anomalies noted on the sample. The sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place as expected. The rotational knob was turned once more and the stylet retracted as expected. However, the cannula released back to its initial position once the stylet was retracted. As a result, the stylet was retracted into the cannula and could not be seen. Further functional testing could not be performed as the device could not be fully primed. The sample was disassembled and the internal components were examined. The investigation is confirmed for a break, as the cannula hub was found to be broken. The investigation is confirmed for prime failure, as the device could not be primed due to a broken component. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.